Event description:
Healthcare professional reported "rupture". This record is for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device was explanted.

Manufacturer narrative:
Clarification d.6a implant date: provided implant date does not coincide with manufacturing date of the device. Implant date was removed, provided as 2006, manufacturing date is (B)(6) 2007. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis completion: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9; h3; h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device was explanted.